Event description:
It was reported that the patients spinal cord stimulator (scs) leads were fractured, however, it was unknown if imaging was taken to confirm the issue. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block d2b: pro code (product code): qrb additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7072385 UDI: (B)(6).

Manufacturer narrative:
Investigation results: the ipg and lead was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control are known risk with the use of spinal cord stimulation (scs). Investigation conclusion based on all available information, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient's spinal cord stimulator (scs) leads were fractured, however, it was unknown if imaging was taken to confirm the issue. No further information could be obtained despite good faith efforts. Additional information was received that the battery site was reportedly painful and scs leads showed high impedances and loss of effectiveness.